Event description:
It was reported that the statlock cannot use. Patient status/intervention: fine. Add to description: 09/28/2022 - the stalock on the returned sample was observed to be detached from the pad.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged statlock device is confirmed and was determined to be manufacturing related. One PICC plus statlock device with a foam pad and fixed posts was returned for evaluation. An initial visual observation showed a use residue on the returned sample. The retainer of the statlock device was observed to be completely detached from the pad. The detached retainer was returned stuck to the underside of the pad. Indentations were observed in the foam pad from where the retainer was originally attached, and a small amount of damage was observed in the foam pad in the upper portion of these indentations. A few small pieces of the foam pad were observed to be adhered to the upper portion of the underside of the retainer, aligning with the damaged portion of the pad. The underside of the retainer was observed to be tacky. Likely causes of the detached retainer include inadequate adhesive coverage, improper/incomplete cure of the adhesive, and/or an inadequate application of primer during manufacturing. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.